Event description:
This spontaneous report was received on (B)(6)-2011 from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer purchased reach johnson and johnson floss waxed mint100yard for teeth cleaning (lot number 1091d, frequency and expiration date unspecified). The consumer noticed that the metal clip was coming out and was unable to use the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.